Event description:
As reported during a tapp procedure, while tacking the mesh and closing up the peritoneum, the sorbafix tack was unable to fixate properly and one of the tacks end up being broken. The loose fasteners were removed from the patient. It was reported that there is no physical sample available, item was disposed as it was used in patient. The was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced trackers had broken and removed as it dropped. Evaluation of the image provided confirms a broken fastener. The photo does not assist in determining root cause. Without having the sample, a definitive root cause could not be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 425 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.